Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that their device would not charge. The patient (pt) states they now need an MRI and they won't this until they charge their device and shows them the screen. Patient states they have called one of the guys in the past that she had a phone number for and never got a call back. Pt did not have name or date of this. Pt states not sure what comes up on the screen when attempting a charge. Agent asked when this stopped working and patient states it has been a while. Patient mentioned they were the hospital in 2021 and had to have someone come from manufacturer as they almost died and had someone come and check the battery. Pt states back in 2021 is when someone came and got their battery working at the nursing home. Pt states they told the manufacturer representative (rep) they wanted their stim back at where it was, however, the rep was not sure what that was. Pt states they cannot see the shading on the screen. Pt states this is because of their cataracts and cannot do anything about this. Agent confirmed not the shading on the lcd screen. Pt states their daughter did state there is a gray line that goes through it. Caller states that was when it was working and last time spoke to rep. Pt states almost was a year and never got a call back. Agent tried to get date and pt states they are not sure. Agent advised to try and use equipment. Agent had pt try and charge and pt was getting reposition antenna screen. Pt states this is the screen they have always gotten. Agent attempted to walk pt through al feature and pt was not able to start charging. Pt was able to see the numbers up to 106. Agent reviewed to talk to their healthcare provider (hcp) to get the battery started again. The patient states their handheld is dead too. Agent redirected the patient to their hcp. Pt states tried to charge a month ago and not sure when the last time they charged was. Pt confirmed they have charged to the wall. The patient was redirected to their healthcare provider to further address the issue. The patient stated they currently do not have an hcp for their implant. Pt also mentioned she was in a nursing home temporarily. Pt states they have fallen many times. Pt states their pocket is deep from first battery and that's why they cannot possibly get this charged up. Pt states their ins is deep but feels as it got closer to skin, pt states when sitting in a chair it pushes against battery and hurts.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.